Event description:
A 0.018 inch wire guide was inserted from the side chest. After the dilator assembly (catheter, stylet and cannula) was advanced to the bile duct over the 0.018 inch wire guide, the stylet and cannula were removed along with the wire guide. Then it was confirmed fluoroscopically that the distal portion of the wire guide was remaining in the bile duct. The distal tip was removed by an open surgery on the same day and the catheter of the dilator assembly was left in situ to be used as a drainage catheter. Resolution of the patient's condition was confirmed on (B) (6)2010.

Manufacturer narrative:
(B) (4) - pt having additional surgery to remove fragment is not labeled. Separation is illustrated on the caution label. Current controls: the device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The distal tip is missing from the returned device. Per the event description this portion remained in the bile duct of the patient. The distal tip is inspected both prior to curving, therefore, it is feasible to suggest that the device separation was either procedurally related or the patient condition contributed to the device failure. We will continue to monitor for similar complaints.